Manufacturer narrative:
This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Event summary: the pump and the driveline cable with unknown serial numbers were not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number is unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on historical review of similar events, the reported event may be attributed to improper handling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seen in the clinic with electrical tape on their driveline. A driveline sheath repair was performed. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event. This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.